Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that when the patient returned from surgery, they noted that blood was leaking from the smartsite needle free valve. The information received from the customer indicates that a needle was used to access the needlefree valve during surgery. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking from the smartsite needle free valve was confirmed. Pressure testing confirmed the customer¿s report as fluid was observed to be leaking from the smartsite component; a close inspection noted a small split or hole to the blue piston. The root cause of the smartsite piston leak was a puncture from a sharp object.